Manufacturer narrative:
The field application specialist replaced the probes, primed the fluid system, and deproteinized the probe. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable crep2 creatinine plus ver.2 result for one patient from the cobas integra 400 plus. The initial result was 126.0 umol/l and the repeat results were 70.0 umol/l and 69.0 umol/l. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event.

Manufacturer narrative:
No instrument issues were identified during a review of the error message file. The qc results provided show deviations within the same day which suggests a maintenance issue. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.